Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this programmer emitted smoke and smelled like burning. Additional information indicates that the programmer was working fine. The programmer remains in service. No adverse patient effects were reported.